Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a struma procedure, in the first minutes of the procedure, small white pieces fell down from the shear into the pt. After they stopped falling down it was possible to finish the procedure with the same device. There were no adverse consequences to the pt.